Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.12 was unable to recover and required maintenance. A field service engineer (fse) found the mini drawer 2.12 emergency latch partially jammed and addressed the issue. User was shown how to release the latch and distinguish whether the lock was engaged or not for mini drawers. All mini drawers were responding properly. The fse checked all cabling, all cabling and good working order, network plugs installed. All light emitting diodes (leds) functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed drawer 2.12. Pharmacy was unable to recover, device required maintenance the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.